Event description:
Laparoscopic appendectomy being performed using an ethicon endopath ets-flex 45 stapler to staple off the appendix. The md stated the stapler misfired which caused bleeding at the site. The stapler did not deploy all of the staples. Ets 2.0mm staples used.